Event description:
It was reported that a user on their second day of ilet pump therapy experienced hyperglycemia with a reported blood glucose of 250 mg/dl and called for guidance on how long the pump would take to bring glucose back into range; the agent provided education and troubleshooting, advising that the pump could take approximately two hours to correct, and no alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included a review of user feedback and provision of troubleshooting and use education. Investigation of this case revealed no device malfunction or component issue identified based on the absence of alarms and successful completion of education, with the event likely related to therapy adaptation early in pump use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.